Event description:
The consumer reported on liquid reagent splashing into his eyes while performing binaxnow¿ covid-19 antigen self test on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Technical services provided the safety data sheet to the customer and no further action is required. A product deficiency was not reported or identified. Customer was provided the relevant sds based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.